Event description:
Patient with right side tha presented to the surgeon after dislocating. The liner and head were removed and a new liner and head were implanted. Some wear was observed on the liner which was originally implanted sometime in 1996. A 20 degree elevated series ii 46/48 liner was implanted and the head offset was increase from a 28mm +5mm to a 28mm +10mm.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown series ii liner 46/48. It was noted that the hospital would not release the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.